Event description:
This lead was implanted on (B)(6)2012 and explanted on (B)(6)2012 because patient had a left persistent superior vena cava. The physician had to move the system from the left side to the right. The physician also wanted to use new leads. The physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).